Event description:
During a left side electrophysiology procedure using a fast cath introducer, air was noted in the left atrium. The physician performed transseptal puncture and advanced the fast cath introducer into the left atrium. A reflexion spiral diagnostic catheter was inserted through the fast cath introducer with the use of the valve obturator. The physician then noted, via fluoroscopy, air within the introducer and the left atrium as the reflexion catheter was advanced. The physician attempted to aspirate the air and the pt developed st elevation followed by ventricular tachycardia (vt) and became unresponsive intermittently. The pt was successfully converted after defibrillation and gradually became alert and oriented prior to leaving the procedure room. The pt was discharged after a full neurology and cardiac workup, which revealed no issues. The physician alleges no performance issues with any sjm device. The physician also believes that he kept the reflexion spiral obturator in place in the hemostasis valve for too long, which may have contributed to air entering the system.

Manufacturer narrative:
One 8.5f fast cath introducer was returned for eval. No visual or functional anomalies were noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm mfg facilities as supported by a review of the device history record and the analysis performed. The cause of the reported air leak remains unk.